Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was submerged in water. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (381 mg/dl). The customer went to the emergency room (ER) for treatment. While in the ER the customer was treated with insulin and fluids intravenously. The customer was in the ER for 2-4 hours and was stable with a bg level of 228 upon leaving. It was indicated that the customer would use manual injections as insulin therapy until the replacement pump was received.